Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for non-malignant pain and epidural fibrosis. It was reported the patient's pump was explanted/removed due to infection. The serial number of the explanted/removed pump was given. The patient stated the pump and catheter were corroded. The area of the infection was noted as the pump and catheter. The patient stated the infection "blew out their back." It was noted as a sudden change in therapy/symptoms. The patient stated the pump and catheter infection "blew out their back" and clarified the pump was coming out their back. The patient stated the infection ate disc 9 and 10 and patient was very sick. It was noted the infection was confirmed, and the infection was associated with implant. In (B)(6) 2015 the patient became paralyzed due to the pump. Interventions included a total system explant. The patient stated due to the infection they are paralyzed. The patient was unable to move their legs and could not stand. It was noted that the healthcare professional told the patient they would be paralyzed for life. Event date was (B)(6) 2014 for infection and (B)(6) 2015 for becoming paralyzed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.